Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's belt receptacle pulse pin was bent, causing the monitor to not file pulses. The root cause for the bent pins was physical abuse. There was no adverse event that resulted from the damaged monitor.